Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: the complaint could not be duplicated on investigation. The pump powered on with a fully functional, clear, and legible display. The pump casing was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.